Event description:
It was reported that 10 bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes had incorrectly printed fill lines. The following information was provided by the initial reporter: " according to the customer's report, the position of the fill line varies among 100 tubes. "

Manufacturer narrative:
Investigation summary: mat: 367929. Lot: 1040981. Bd received 1 photo from the customer in support of this complaint. The customer's indicated failure mode of varying fill line was observed however, measurements of the varying fill lines could not be completed as samples were not returned. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified with the printed fill line. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, could not be duplicated in the retentions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.